Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was experiencing an increased stimulation sensation. The rep reported that electrode impedances all on both leads ranged between 392-527 ohms. It was noted there were no falls or trauma related to the event. The rep stated that further explanation included positional movements from upright to sitting with increased stimulation sensation. The rep noted that adaptive stimulation (as) was removed one or two years ago. They stated that group b, program 1 was reduced to 0 volts at this time. The rep reported this was a sudden event that started about 6 months ago with no reason. No further complications were reported. Follow-up was conducted.